Manufacturer narrative:
The product was not retained and as such was not returned for evaluation. A review of the DHR shows no anomalies when the product was released to stock. At this time no conclusions can be made. As reported the user closed the defect before the inflation tube was pulled through the abdomen which may have placed additional resistance on the device.

Event description:
The following was reported to davol field assurance by the sales rep: during a case using a ventralight st w/echo, the surgeon first closed the hernia defect with one laparoscopic suture, which closed the defect with tension, he then placed the device into the abdomen. While the surgeon was pulling the inflation tube through the defect and as he pulled the tube through the skin, it became stuck in the abdominal wall. As he pulled up on the inflation tube, it broke, and a portion of the inflation tube was lodged in the abdominal wall. The surgeon tried to remove the fragment but was unable to locate it, he decided to leave the piece lodged in the abdominal wall, and proceeded to complete the case. It was reported that the defect was closed tight and there appeared to be tension on the inflation tube when pulling it out. It was reported that the surgeon was pulling strongly when the inflation tube separated. As reported there was no adverse patient outcome as a result of this situation.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. It was reported that the surgeon used a scalpel and forceps to try and locate the yellow locking device. While no resulting patient injury has been reported, and no new information has been received, the initial actions taken by the surgeon to locate the device component is being considered as medical intervention. Therefore, the reporting type of this event is being revised to serious injury.